Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer (con) and company representative (rep) regarding a patient receiving an unknown intrathecal drug via an implanted pump for an unknown indication for use. It was reported that the patient needed assistance with their pump that had "malfunctioned". The patient stated they had an issue with their pump locking. No diagnostics/troubleshooting was performed. The issue was not resolved at the time of the report. The patient's status was "alive-no injury". The patient's weight and medical history were unknown. 2024-08-08 e1 (rep) additional information was received from a company representative (rep) reporting that the patient was attempting to put their handset into magnetic resonance imaging (MRI) but needed assisted. It was reported that this was likely something that occurred within the app. The cause of the event was not known. It was unable to be determined if the event had resolved.